Event description:
It was reported from our local distributor in (B)(6) that after performing a 8.0 programming software upgrade, the 8.0 software did not work. The software has been returned to the manufacturer and is pending completion of product analysis.